Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as the highest recorded level was 368 mg/dl. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Additionally, the customer was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. Reportedly, during trouble shooting, debris was identified on the pneumatic tap. The customer was able to remove the debris and resolve the issue by changing the infusion set and cartridge.